Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, a groove was noted in the iol after insertion. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.